Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed flow and pressure problem through patient data dated (B)(6) 2022. Circulation pump was primed to allow autofill to complete. Circulation pump was serviced during the pm process. Tank seal in the front is completely off of the tank. Decon tech could not get control panel to boot up. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. The device underwent pm servicing while in for repair. Replaced all tank seals. Control panel issue was not reproduced during assessment. Double bend tube and chiller evaporator outlet tube were replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was having issues with inlet pressure and flow, it would be coming in for assessment. Per email response received on 06dec2022, biomed stated there was no patient involvement and was sending device in for repair. Per sample evaluation results received on 06jan2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the tank seal in the front was completely off of the tank. It was stated that the decontamination technician could not get control panel to boot up. It was also stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the all tank seals, double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was having issues with inlet pressure and flow, it would be coming in for assessment. Per email response received on (B)(6) 2022, biomed stated there was no patient involvement and was sending device in for repair.